Event description:
On (B)(6) 2023 my family was on vacation when a distressing event occurred. My son who relies on a medtronic insulin pump, infusion set and reservoir experienced a sudden increase in his blood glucose level ranging from 350 to 489 mg/dl. Despite his immediate efforts to manage the situation, it became evident that the insulin pump was malfunctioning. My son ordered emergency supplies to be delivered at our vacation location. Although he provided medtronic with the current address twice, the supplies were shipped to our home address instead of the intended destination. This unfortunate error significantly exacerbated my son's condition, forcing him to seek medical attention to the local hospital. Ultimately my son's glucose levels escalated to over 480mg/dl. He was admitted to the emergency department. He required insulin to be given IV to lower his blood glucose. He was released once his blood glucose was within the normal range. Medtronic was notified of the above. His emergency supplies arrived to our vacation location friday (B)(6) 2023. My son was able to reach out to his endocrinologist following the above incident. He was given instructions and followed the instructions of his endocrinologist as to when to start using the emergency supplies that we finally received. Had we received the supplies when requested, my son would have avoided a trip to the hospital. Once he was down to 125 he was discharged from the emergency room.